Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that x-rays were taken and the leads did not appear to have moved. It was noted that the impedances values were "fine". The patient was reprogrammed with good stimulation.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had a fall and experienced a change of stimulation. The patient felt stimulation in the front of her leg, her stomach, and the opposite leg. The patient needed stimulation in her left leg, hip, and back. It was noted that the patient had "great" stimulation for 2 weeks after surgery and then noticed a change. The patient fell within the week before the report. It was reported that an impedance test was performed. Electrode #15 was greater than 15,000 ohms. All other electrode were within the normal limits. Reprogramming was attempted, but stimulation was not felt where the patient needed it. The patient was going to see the doctor for an x-ray and follow up. It was reported that the patient had a fall "a few weeks ago" and since then the patient was not feel stimulation like she used to. There was a suspected lead migration. The reporter was see "xxx" for some of the majority of the impedance values. When they were tested again, they were within the normal range except electrode #15 which was greater than 15 ,000 ohms. Additional information has been requested, but not available at the time of this report.